Event description:
It was reported that during replacement surgery the pump was programmed 0.3 ml at back table prime to run over 19 hours. The prime was allowed to run for 20 minutes and then was connected to existing catheter. Prime ran for 47 minutes and was then stopped. Healthcare provider (hcp) was to open patient and remove pump. Hcp was to do a back table prime of 0.3 ml over 20 minutes and then re-implant pump. It was added that the time was entered in hours field instead of minutes. Drug delivered via the device was compounded baclofen.

Event description:
Additional information: it was reported that the patient did not experience any adverse effects.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).